Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe exposure switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that x-ray continued to be emitted after release of the mainframe switch. There is no report of patient involvement, a patient injury or death associated with this event.